Manufacturer narrative:
Physical device was not received for analysis. The case description alleges that the user did not receive any sound/audio for urgent low glucose alerts. Cloud data for the period of (B)(6) 2025-(B)(6) 2025 was downloaded and reviewed. Cloud data indicates that the system generated urgent low glucose alert at 15:36 on (B)(6) 2025. Patient history buffer data confirmed that the estimated glucose values at this time were below 60 mg/dl, indicating that the system prompted the urgent low glucose alert as intended. Insulin delivery was suspended during this time. It could not be determined from the available cloud data if an audible sound was prompted in conjunction with the urgent low glucose alert. Locked down smartphone: phone_control_android. Omnipod software app version: 3.1.1. Operating system: bp2a.250605.031.a3.s921usqu4cyi9. Hardware: sm-s921u. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had been hospitalized on (B)(6) 2025. The patient's blood glucose levels were reported to have been urgently low. The patient had multiple seizures and fell to the ground, while at work. A bystander called 911. The patient was placed into a coma and regained consciousness three days later on (B)(6) 2025. Treatment during the period included a gvoke injection, intravenous fluids, and glucagon. After the patient regained consciousness, he was placed under 24-hour observation with frequent blood glucose checks. His blood glucose values reportedly stabilized and remained within normal range. He was discharged on (B)(6) 2025 in stable condition. At discharge, the patient was prescribed lacosamide, at dosage of 1000 mg daily.